Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor gave inaccurate readings. He stated that the sensor glucose reading was 66 mg/dl when the blood glucose reading was 178 mg/dl. In another instance, the sensor glucose reading was 71 mg/dl while the blood glucose reading was 49 mg/dl. At the time of the report, the customer's blood glucose reading was 123 mg/dl. Customer also reported receiving calibration error alerts and a bad sensor alert. The bad sensor alert occurred after the initialization period and after the second consecutive calibration error. He stated that there was no delayed entry or entry of an incorrect blood glucose reading. Nothing further was reported.